Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occasionally the customer's fill estimate was inaccurate after loading cartridges. Cold insulin had been used. There was no reported impact to the customer's blood glucose level. Customer did not have an inaccurate fill estimate at the time of the call. Recommendation was made to fill cartridges with room temperature insulin.